Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history could not be performed as no lot code was provided. Conclusion: because no device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. It is likely that the screws fractured due to fatigue of the device. The root cause of the customer reported event cannot be determined conclusively.

Event description:
It was reported that while explanting two screws during a revision surgery, the surgeon found two trio screws were broken in the patient.

Event description:
It was reported that while explanting two screws during a revision surgery, the surgeon found two trio screws were broken in the patient.